Manufacturer narrative:
The customer indicated that they began testing patient specimens with the roche cobas ampliprep / cobas taqman hiv-1 test after previously testing patient specimens with an abbott test. However, the customer failed to re-baseline, or performing studies, when switching to the roche test. As specified within the cobas ampliprep / cobas taqman hiv-1 test product labeling, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies to their laboratory to quantify technology differences." At this time no additional conclusions can be drawn as the investigation into this issue is ongoing. The conclusion of the investigation will be provided through a follow-up report. Note: this report is being submitted against the (B)(4) version of the cobas ampliprep / cobas taqman hiv-1 test. (B)(4).

Manufacturer narrative:
Follow up report 1. Additional information / device evaluation. Device evaluated by manufacturer yes. (B)(4) - device performed according to specification. (B)(4) - no failure detected and product within specification. Customer site in (B)(6), filed the complaint alleging (B)(6) with (B)(6), version 1 in relation to results generated with the abbott (B)(6). No product or batch non-conformance was identified. The investigations determined that the results generated by the customer can be expected and explained by one or more of the following reasons: low level viremia (llv), a known phenomenon previously communicated to affiliates, is when (B)(6) yields measureable titers for patient samples that had previously been undetected or less than the limit of detection (lod). The variability of the test near the (B)(6). The use of off-label sample types and mis-handling. The sites commonly use ppt tubes and freezes them, which are practices not supported in product labeling and known to affect results. Inherent differences between the abbott (B)(6) tests ((B)(6)) as specified in the (B)(6), v2.0 product labeling, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to quantify technology differences." On-site troubleshooting testing in (B)(6) has demonstrated that the (B)(6) tests can be performed successfully in (B)(6) and that the tests are performing as intended. (B)(4).

Event description:
A customer site in (B)(6) alleged that >70% of the patient specimens tested (an exact quantity of patient specimens were not provided) with the roche cobas ampliprep / cobas taqman hiv-1 test were (B)(6) when compared to previous test results generated with an abbott test (the specific abbott test was not provided). The customer indicated that they switched from testing patient specimens with the abbott test to testing patient specimens with the roche test. The customer indicated that patient treatment was changed due to the alleged (B)(6) test results. There was no indication of patient harm reported. The customer indicated that they have reverted to testing patient specimens with the abbott test. Please note that specific details (e.g., testing data, testing dates, level of treatment change, kit lot numbers) were not provided and it was indicated that these data would likely not be provided.